Event description:
It was reported that the health care professional (hcp) was calling into boston scientific technical services regarding the impedance ranges for this lead. Technical services referred the hcp to external manufacturer for impedance information and troubleshooting. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).